Manufacturer narrative:
The returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip of the device had rounded edges. Functional testing revealed that the driver was still able to mate with a screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polaris 5.5 plug driver with a deformed tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polaris 5.5 plug driver with a deformed tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.